Event description:
This is a (B) (6) male who earlier in the day underwent percutaneous endotracheal tube placement around 2 p.m. However, it was noted over the course of the next several hours, he was to have a significant air leak. It was apparent that he had rupture of the endotracheal tube which required replacement. He was orotracheally intubated in the surgical intensive care unit and then was brought to the operating room for an open tracheostomy. Dates of use: (B) (6) 2010. Diagnosis or reason for use: percutaneous tracheostomy. Event abated after use stopped or dose reduced? Yes.